Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during the ligation of a blood vessel. Reportedly, the clips did not form properly. The hosp has reported no pt injury occurred.